Event description:
It was reported via clinical trial patient trx_2018_01: 01137-005 experience, worsening dysphagia. Relationship to study device: blank.

Manufacturer narrative:
(B)(4). Date sent: 2/8/2023. Investigation summary. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number 29445, and no non-conformances were identified. Additional information received: patient identifier: (B)(6). Keck hospital of usc. Sex: male. Age (at time of consent): 25 years. Alert date: 24- jan- 2023. Country of event: us. Model: lxmc15. Device lot number: 29455. Date of surgery: (B)(6) 2022. Adverse event term: worsening dysphagia. Site awareness date: 24 jan 2023. Dilation performed: yes. Indicate type of dilation? Mechanical. Date of dilation: (B)(6) 2022. Outcome: recovering/resolving. Relationship to study device: blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4); date sent: 2/28/2023. Additional information received: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank - n/a. Relationship to study device : blank - causal relationship . Severity : blank - mild. Relationship to study procedure : blank - causal relationship.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2025. Additional information: outcome: recovering/resolving: not recovered/not resolved.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2025. Additional information: updated log line: 1. Updated: severity: mild to moderate.